Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and axillary silicones.

Event description:
Healthcare professional provided patient representative report of "rupture of the left device with axillary silicones, leakage of fluid into the breast." Device status is unknown.

Manufacturer narrative:
Reason for reoperation: granuloma.

Event description:
Healthcare professional later added granuloma.